Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the amount of inaccuracy was 1-2 mm.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site was having difficulties with instrument verification and accuracy. It was reported that the ostium seeker was inaccurate and the site had to re-register the patient during the case. Upon re-registering, the system froze and had to be rebooted. Once the system was rebooted, it was noted that all computed tomography (CT) scans were erased from the system and navigation had to be aborted. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.